Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number 73d2400116 was performed, and no relevant findings were identified. A post angio indicated a partial occlusion caused by a dissection. Balloon inflation was applied, restoring flow. The root cause of the interrupted flow is due to the formation of an occlusive dissection. There was no dog-boning reported during balloon inflation, which indicates the occlusion was most likely due to a dissection rather than the manta implant. Dissections are a common large-bore procedural complication; therefore, it cannot be determined, as it is unclear whether the dissection was created by procedure sheath or the manta device. The potential adverse events associated with any large-bore intervention, may include vascular trauma or laceration. No product quality issues related to manufacturing, documentation, or labeling were identified. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "partial occlusion at level of closure site caused by dissection flap. Had to do balloon inflation x 2min. Flow restored." Additional information : "during a tavr procedure, micro puncture and ultrasound were used to gain central access in the common femoral artery. Vessel size was 5cm. The patient was reported as fine post the procedure."

Event description:
It was reported that "partial occlusion at level of closure site caused by dissection flap. Had to do balloon inflation x 2min. Flow restored." Additional information : "during a tavr procedure, micro puncture and ultrasound were used to gain central access in the common femoral artery. Vessel size was 5cm. The patient was reported as fine post the procedure."

Manufacturer narrative:
Qn# (B)(4). Full UDI is not available as the lot# was not provided by the customer.